Manufacturer narrative:
(B)(4).as the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak of fluid inside the cassette door during peritoneal dialysis on the homechoice. The patient did not connect themself to the cassette for dialysis. There was no patient injury or medical intervention reported. No additional information is available.